Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, after being discharged to home, bleeding developed at the access site, which resolved the next day. The bleeding soaked through several 4x4 gauze pads before resolving. Although, it could not be determined whether the bleeding was from the tissue tract or the artery, an ultrasound from the morning of discharge did not show any abnormality. There were no reported patient adverse sequelae. Though requested, no additional information was provided.